Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that surgical intervention was undertaken on (B)(6) 2020 wherein the ipg pocket was opened and it was discovered that the implant site had become infected (related manufacturer reference number 1627487-2020-00914) and the ipg was explanted.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg pocket site. In turn, surgical intervention may be pending to reposition the pocket site.